Event description:
It was reported that when an asymptomatic patient presented in clinic the device exhibited an alert for non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. The device was reprogrammed and remains implanted.